Manufacturer narrative:
The potential that this issue could cause or contribute to a death or serious injury were it to recur is unlikely.

Event description:
It was reported the cystonephrofiberscope had a detachment of the stopcock during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress most likely led to a component failure. Olympus will continue to monitor field performance for this device.